Event description:
It was found that the belt track was missing due to a broken track assembly which could effect device mobility. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.